Manufacturer narrative:
The device has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2016, the reporter contacted animas and alleged that the pump casing was cracked, and moisture was noted inside. There was no allegation of an adverse event. This complaint is being reported as the alleged malfunction has the ability to result in a delay in treatment or long term cessation in delivery if the damage impacts the power circuit or cartridge compartment.

Manufacturer narrative:
Correction to conclusion statement : should read: this complaint is reportable as the alleged malfunction has the ability to result in a delay in treatment or long term cessation in delivery.